Event description:
It was reported the rigid video scope had a blurry image on display. The issue occurred in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional service center (rsc) for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the r-unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the r-unit. A definitive root cause could not be identified for the component failure of the r-unit (charged coupled device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.